Event description:
For a left knee arthroscopy, general anesthesia was scheduled. At the time of the surgery, the pt preferred spinal anesthesia and anesthesia was subcutaneously performed. During the anesthesia, the subcutaneous needle broke at the puncture site. The metal needle remained in the pt and only the orange hub was still connected to the syringe tip. Surgical exploration was required to locate the needle. The needle was found in the vertebral left posterior portion of the l4 spinous para muscle. Extraction of the needle could not be performed. Arthroscopy was rescheduled to (B)(6) 2014. A consultation occurred with a neurosurgeon, who recommended and planned surgical removal of the needle under general anesthesia.

Manufacturer narrative:
The sample is not available for eval and therefore, a root cause for this incident could not be identified. A review of the device history records could not be performed as a lot number for this incident was not provided.